Event description:
The customer reported to olympus, a intermittent image displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported the scope gif-n180 sn (B)(4) is the only 180 scopes at location. The location also has two 160 scopes. All three scopes have the same issue. The customer reported all 190 scopes operate properly with cart. Tac advised contact of the discontinuation of the 160-scope line. The customer attempted two maj-1430 scope communication cables with cart. A second known good room was in use at time of call. Tac provided the customer with a case number and advised the customer when the second known good room is available to take the 180 scope and both maj-1430s and attempt to isolate the issue further. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty 180 scope and maj-1430 (scope communication cables). Olympus will continue to monitor field performance for this device.